Event description:
The customer reported communication error messages. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the lemo receptacle. The system operates as intended.